Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and frozen. Customer's blood glucose was 270 mg/dl. Customer performed a pump reset and resumed insulin delivery.